Manufacturer narrative:
The electrode pads used were not returned to zoll medical corporation for evaluation. Instead, the device logs were provided. Review of the device logs and review of a photograph of the electrode pads used showed that the device meet specification. It was determined that this was normal operation of the device when the device is stored with pediatric pads attached instead of adult pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The g5 pediatric defib pads were returned to zoll medical corporation for evaluation. The customer's report was confirmed; however, this is normal operation of the device. This error code is generated when the device detects pediatric pads are pre-connected to the device. The error will self-correct once adult pads are installed. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator did not detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.